Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was sounding alert/alarm. The customer suspended insulin delivery and turned off the pump to stop the alarm. The customer's blood glucose (bg) was 260 mg/dl and a correction bolus was delivered with the pump to address the bg level. Tandem technical support reviewed the pump history and found that the pump displayed a missed meal reminder that occurred prior to receiving the resume pump alarm.